Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 31 mg/dl. The customer was unconscious. Her doctor does not believe the low blood glucose level was caused by the insulin pump. The device was not returned.